Manufacturer narrative:
Based on the information provided at this time, the cause of the customer reported failure mode and intra-operative complication cannot be determined. The sureform stapler 60 instrument and reloads are not available for return to isi for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. The system logs reveal that the surgeon attempted to fire three sureform stapler 60 reloads and all three fires failed due to with a ¿tissue too thick to continue¿ message. The logs show that the first stapler reload (green) had 14 incomplete clamps before the attempted fire. The second and third stapler reloads were also green according to the logs. These two reloads did not have any failed clamp attempts but also failed firing due with a ¿tissue too thick to continue¿ message. Additionally, all instruments used in the case were used in subsequent procedures and site reviews have shown that no complaints were filed against the instruments. The sureform 60 user manual provides the following warnings: warning: always inspect the tissue thickness and select an appropriate stapler reload before application of a staple line using the stapler. Warning: do not use the green reloads on any tissue that can be easily compressed to less than 2.0 mm in thickness, or on any tissue that cannot comfortably compress to 2.0 mm. Warning: do not use the black reloads on any tissue that can be easily compressed to less than 2.3 mm in thickness, or on any tissue that cannot comfortably compress to 2.3 mm. Furthermore, the user manual states that if during the clamp cycle the device detects that there is either too much tissue in the crotch of the jaws or the tissue is simply too thick to being firing, the following message is displayed: ¿tissue to thick. Reposition or consider changing reload color. Tap blue pedal to unclamp.¿ additionally, the user manual states that if during the firing cycle the system detects that the tissue simply cannot be compressed based on the reload selected without leading to malformed staples or causing damage to tissue, the system will display the ¿tissue too thick to continue¿ message. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, the surgeon encountered a ¿tissue too thick¿ message while attempting to fire a green and two black sureform stapler 60 reloads with a sureform stapler 60 instrument. Although the surgeon attempted to use a hand-held laparoscopic stapler instrument afterwards to continue, the surgeon elected to ultimately perform rectal amputation. At this time, the cause of the customer reported failure and intra-operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted low anterior resection (lar) procedure, the surgeon encountered a ¿tissue too thick¿ message while attempting to fire a green sureform stapler 60 reload with a sureform stapler 60 instrument. The surgeon reportedly had the same result after attempting to fire two black sureform stapler 60 reloads. For an unclear reason, the surgeon was unable to reconstruct the anastomosis. As a result, a rectal amputation was performed. The case was reportedly converted to open surgery. On 05-sep- 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: while the surgeon was attempting to fire a green sureform 60 reload, a "tissue too thick" message was generated by the system. As a result, it was alleged that a partial fire occurred, the staple line was incomplete, and the rectum could not be dissected. The surgeon mentioned that he observed free staples at the end of the staple line; however, he could not recall finding any malformed staples. The targeted tissue was not damaged. After the first firing attempt with the green sureform 60 reload, the surgeon attempted to fire two black sureform stapler 60 reloads. The surgeon claimed that although a black stapler reload was introduced, the display highlighted a green stapler reload instead. Furthermore, the surgeon claimed that changing to black stapler reload on the display was not possible. The system was ready to fire and did not show any errors. While attempting to fire the two black sureform stapler 60 reloads, the surgeon alleged that he encountered the ¿tissue too thick¿ messages again. As a result, the surgeon decided to use a hand-held ¿echelon flex 60 device¿ (a non-isi stapler instrument). The surgeon noted that ¿no anatomical reconstruction with anastomosis could be performed¿ and as result, rectal amputation was performed. The surgeon explained that ¿placing another, deeper staple line was impossible due to the distancy [sic] of the dissection just above the sphincter apparatus.¿ the procedure was not converted to open surgery; however, according to the surgeon, perineal dissections were performed as usual practice. The surgeon stated that the procedure outcome was "uneventful." Due to the stapling issues, the surgical procedure was delayed by around 100 minutes. The total operative time was 278 minutes. The patient has not experienced any post-operative complications and has been discharged. No videos of the procedure are available for review. The instruments involved with this event will not be returned to isi for evaluation.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10. Device evaluation information can be found in sections h6 and h10. 4310 - intuitive surgical, inc. (Isi) has received a green sureform stapler 60 reload associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that a partial fire occurred. The stapler reload was found to have the knife exposed within the knife track. The stapler reload was partially fired based on in-house testing. No cartridge damage was found. The stapler reload was disassembled in-house for inspection. No damage to the knife was observed. Intuitive has also received two black sureform stapler (B)(4) reloads (part #48360t-08; lot #l90190729) associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that a partial fired occurred. Both stapler reloads were found to have the knife exposed within the knife track. The stapler reloads were partially fired based on in-house testing. No cartridge damage was found. The stapler reloads were disassembled in-house for inspection. No damage to the knife of each stapler reload was observed.

Event description:
Refer to h10/h11 for follow-up information.